Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm the customer reported issue. The e-100 generator would not recognize the instrument and would display the error message check energy cord. The fse replaced the e-100 generator to resolve the issue. Intuitive surgical, inc. (Isi) received the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to replicate the customer reported complaint. This unit was installed into the test system and it failed. The power led turned red, the bipolar led would not turn on, and the instrument could not cut or seal. A review of the site's system logs for the reported procedure date was conducted by technical service engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: after the start of the procedure or staff encountered a message to check the e-100 cord. The or staff tried to shutdown the e-100, but there was no change to the issue and the site swapped to the integrated electrosurgical unit (iesu) instead of the e-100 generator to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported during a da vinci-assisted benign hysterectomy procedure, the customer experienced a check cord message when attempting to use a vessel sealer extend (vse) on the e-100 generator. The reporter stated that the issue has recurred since yesterday. The technical support engineer (tse) reviewed live logs and noted no associated errors were identified. The reporter stated that they tried shutting down the e-100 with no change and the procedure was completed using the vse on the integrated electrosurgical unit (iesu). The tse had the caller shut down the e-100, and the system, and reseat the cable connectors on the e-100. The reporter stated that they would test the e-100 during their next procedure. The tse recommended that they call back if the issue persists. The procedure was completed with no report of patient injury by using the iesu generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the system powered on without issue. When the message occurred with the e-100 generator, the staff swapped over to the iesu to complete the procedure as planned without further issue. There was no report of patient injury.